Event description:
It was reported that the insulin pump alarmed during the rewind process. The blood glucose reading is 124 mg/dl. Insulin is squirting out during the manual prime process. Customer unable to exit the prime loop. The drive support cap is protruded. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to protruded/loose drive support disk. Cracked reservoir tube and scratched display window and missing end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.